Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 270 mg/dl and was addressed via a bolus using the pump. The customer successfully loaded a new cartridge and resumed insulin delivery.